Event description:
The patient was undergoing a coil embolization procedure to treat a gi bleed in the right gastric artery using packing coil lps, a lp detachment handle (handle), and a non-penumbra microcatheter. It was noted that the patient''s anatomy was very tortuous. During the procedure, the physician successfully placed three coils in the target location. Next, the physician experienced difficulty while advancing a packing coil lp to the target vessel, therefore, the physician decided to remove the microcatheter and packing coil lp as a unit. After removal the physician found that the packing coil lp had unintentionally detached within the microcatheter. The procedure was completed using an additional packing coil lp, the same handle, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.